Manufacturer narrative:
Corrected information provided in sections b2 and h11. Upon further review, it was identified that the increased thickness was located in the middle portion of the knife within the shank area. There was no issue with the functional cutting tip of the knife. Based on this assessment, the thickness observed in the shank area is not considered a reportable malfunction, as no serious injury has occurred, and the condition is not likely to cause or contribute to a serious injury. Hence this complaint does not meet the criteria for regulatory reporting. No further reports will be submitted under mfg report num.2523835-2025-01283. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received by manufacturing that has not yet been evaluated. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, an ophthalmic knife was too thick and did not pass through the cannula. The surgery was completed on the same day. The patient impact have not been provided. Additional information has been requested, but none has been received to date.